Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The supra core guide wire referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the proximal anterior tibial artery. The patient presented with claudication. A hi-torque supra core guide wire was advanced with a 4.0 x 80 mm armada 35 balloon dilatation catheter (bdc) and crossed the lesion to perform dilatation. Then an attempt was made to remove the bdc, but failed because the guide wire was stuck in the bdc. The guide wire could not be manipulated, and therefore the devices were removed as a single unit. Reportedly, after the devices were removed from the anatomy, the physician cut the balloon shaft to remove the guide wire from the bdc. The procedure was successfully completed with a non-abbott guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: qat analysis revealed an additional guide wire was returned, and it appears to be a supracore guide wire. The ribbon coil was separated from the proximal solder. No additional information was provided.

Manufacturer narrative:
(B)(4). The additional supracore guide wire referenced is being filed under a separate medwatch report. Evaluation summary: the devices were returned for analysis and a visual inspection was performed. The reported difficult to remove was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.